Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a 0x400 parity error. It occurred on (B)(6) 2018. No patient symptoms were reported. No further complications were reported.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that at the patient's last office visit the patient weighed (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The patient's weight was updated. No further complications reported.